Event description:
It is documented that claimant had a hysterectomy at the time of the tot implant and it took 10 hours and that caused perforation. Of the bladder and bowel; this is not present or mentioned in the tot implant operating report